Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when ligating a blood vessel during a carotid endarterectomy, the clips were not able to load properly into the jaws. It was stated that the first 3 deployed clips out of the packaging were crossed at the tip leaving a gap. A new clip applier was used to complete the case. There was no patient injury.